Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02288. It was reported the patient complained he is not receiving effective stimulation therapy from his scs system. The patient was advised by his physician to turn the scs system off for two to three weeks and monitor his pain level with the stimulation off. The patient will follow up with his physician and a sjm representative at his next appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.